Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that a ventilator failed pressure transducer test. A field service engineer found that the expiratory valve got an out of range error. The expiratory valve coil and expiratory channel printed circuit board (pcb) were replaced and returned for investigation. The device passed all functional tests. Device logs were partly provided for investigation. The returned logs started later than the aware date, and the reported issue could not be found in the logs. The event could not be reproduced using the replaced parts in a reference unit. The conclusion in this matter is that the reported problem was neither confirmed in received device logs as they were not sufficient, and the issue could not be reproduced with returned goods. As the issue was not reproduced, the root cause could be determined.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).